Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports the stoma opening is off-center in 13 wafers and as a result when he wears the wafer it is uncomfortable. He said it causes his stoma to be pushed to the side.